Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report 3005099803-2014-03320 pertains to the other device. It was reported to boston scientific corporation that an obtryx system device was used during a pelvic floor repair procedure with xenform, including apical vault suspension, cystocele repair/concomitant vaginal hysterectomy, and transobturator mid-urethral sling procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced worsening of fecal incontinence. The event resolved without treatment on (B)(6) 2014. On (B)(6) 2014, the patient experienced perineal, introital and vulvar pain. The patient was treated with gabapentin 300mg. The event resolved on (B)(6) 2014.